Manufacturer narrative:
There was no adverse event to the patient.

Event description:
New information received notes that the lead was not replaced earlier. When the patient was seen during follow-up, impedance was still under the alert range. Physician has decided to keep the lead and to monitor the patient through merlin.net transmission. Patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm for hv lead impedance issue was observed. Lead dislodgement was noted on x-ray. Lead was replaced.